Event description:
Epidural pump indicated that pump was working and no alarms were sounding but nothing was pumping through tubing. Problem appears to have been that tubing had been crimped by reservoir clamp and did not return to open position due to the fact that reservoir had been refrigerated and was cold. Pump did not recognize this. Pump worked properly after tubing softened.